Manufacturer narrative:
The complaint number corresponding to this medwatch is cmp(B)(4). Foreign - (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04237, 0001825034-2017-04253, 0001825034-2017-04255, & 0001825034-2017-04258.

Event description:
It was reported that the patient has been indicated for revision due to unknown reasons.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in an adverse event and did not malfunction. The initial report was forwarded in error and should be voided.